Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and outside the patient, the capio carrier would not retract. A second capio slim was used to finish the procedure. There were no patient complications reported as a result of this event.